Manufacturer narrative:
Submit date: 08/31/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield product monitoring has contacted the customer on 08/16/2016, 08/18/2016, and 08/31/2016, to date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports light handle cover had tears and cracking in it before use.